Event description:
When the registered nurse (rn) was priming the medication through the tubing/filter, the fluid would not advance through the filter. I saved the lot/package and filter for review as this has happened a few times recently. I will message and follow up on this again. Lot (10)24049272 manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). No response yet. Issued return label for sample return.